Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic. Via x-ray it was discovered that the right atrial (ra) lead was dislodged. The physician opted to explant and replace the ra lead, a new lead was successfully implanted. There were no patient consequences.